Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 08/06/2021. Section h3: device evaluated by manufacturer: yes device evaluation: a visual inspection of the returned products did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Phone number (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that there was loose particles/fibers on the patient interface that was being used for the operative eye. This was discovered during patient contact. There was no patient harm and no medical intervention needed. The procedure was completed successfully. This report is 1 of 2.